Event description:
The patient will be revised for poly wear. The doctor believes there is a large osteolysis void in the bone and that all components will be revised. Implant date is between 1992 and 1994.

Event description:
Describe event or problem: the pt is 5"11".